Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 that their receiver's antenna was out of range the entire night until he woke up the next morning, and signal did not return. There was no report of injury or medical intervention. No additional event or patient information is available.